Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this bioprosthetic valve, after the device was implanted, one of the leaflets was observed to have an abnormal shape. The physician determined that the leaflet was too thin. The device was explanted and replaced by another one of the same model. No adverse patient effects were reported.